Event description:
It was reported that the patient presented in clinic for follow up. On (B)(6) 2022, a fluoroscopy was performed and dislodgement was noted on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient condition was stable.